Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade iii. The event of rupture occurred only to contralateral side, captured in MDR# 9617229-2024-03791. Device has been explanted and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Double capsule-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "during the week I did surgery on a patient who implanted allergan prosthesis, which unfortunately broke." Later reported capsular contracture baker grade iii and double capsule via MRI. Device not broke. Device has been explanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: implant "broke" aka rupture.

Event description:
Healthcare professional reported right side "during the week I did surgery on a patient who implanted allergan prosthesis, which unfortunately broke." Device status unknown. It is unknown if a backup device was used.